Manufacturer narrative:
Other relevant device is: etlw1610c124ej, sn (B)(4).

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a abdominal aortic aneurysm. The right iliac artery measured 9 mm to 10 mm to 6.5 mm in diameter along a 34 mm length. The left iliac artery measured 9.3 mm to 10.3 mm to 8.4 mm to 8.1 mm to 9.4 mm in diameter along a 55 mm length. It was reported that, approximately one month post index procedure, the patient presented emergently with pain in the right leg. A CT revealed thrombosis and occlusion in the right iliac artery that extended to the distal end of the bifurcate ipsilateral limb. The ipsilateral limb of the bifurcate was patent; however, inside the stent graft was occluded by thrombosis. The physician noted that it is unusual that inside of the stent graft was occluded by thrombosis even though there were no abnormalities or defects that could have caused the occlusion. Additionally, the endurant ii contralateral limb remained open but was partially narrow due to thrombus. The physician elected to perform a thrombectomy. Per the physician, the cause of the event was due to patient vessel morphology. The physician also believed the patient should have been treated with anticoagulants. No additional sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.